Event description:
Healthcare professional reported that while implanting tissue expander, device ruptured. Surgery was completed successfully with a back up device. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and one opening striated on the suture tab. Based on the device analysis the final assessment is: one striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool and one striated opening on the suture tab assessed as surgical damage, consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported that while implanting tissue expander, device ruptured. Device was not implanted.